Event description:
Reportedly, upon boot up of the subject programmer, an error message was displayed, stating that the date was not valid. After correcting the date and time, the programmer was powered off using the yellow button. The programmer was restarted, and the same incorrect date and time were displayed. After these data were corrected again, a complete shutdown of the programmer was performed. The date and time were then properly displayed on the screen.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200619 - file-2020-00470 - analysis_and_closure_report_resp-2020-00640.pdf].

Manufacturer narrative:
Preliminary analysis results showed that the reported behavior is related to a depletion of the internal lithium battery used in the programmer.

Event description:
Reportedly, upon boot up of the subject programmer, an error messaage was displayed, stating that the date was not valid. After correcting the date and time, the programmer was powered off using the yellow button. The programmer was restarted, and the same incorrect date and time were displayed. After these data were corrected again, a complete shutdown of the programmer was performed. The date and time were then properly displayed on the screen.

Event description:
Reportedly, upon boot up of the subject programmer, an error message was displayed, stating that the date was not valid. After correcting the date and time, the programmer was powered off using the yellow button. The programmer was restarted, and the same incorrect date and time were displayed. After these data were corrected again, a complete shutdown of the programmer was performed. The date and time were then properly displayed on the screen.